Event description:
During attempted stent placement to the proximal circumflex artery, stent glider was pulled back to redirect. The stent did not come with it. Stent was visualized in the left main right of the ostium of the circumflex. 2.0 & 3.0x12 balloon were used to fully deploy the stent, opening the circumflex. Pt complained of chest pain, but remained stable. Iabp attempted. Taken to o.r.